Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: unit seems to have been dropped. Top cover was bent causing irrigation safety cover to be out of position. Replaced top cover to correct issue. Replaced worn fingers on complete pressure adjusters with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. Further a review into the depuy mitek complaints system revealed no other complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that the keypad only worked intermittently when trying to fill the fill chamber. The case was completed with no patient consequence. Additional information received by mitek complaints on 15-october-2014: the biomed reported no patient consequences, the fault was found during setup, no patient involvement.